Manufacturer narrative:
H.6 investigation summary. Inv-22-plc-389. The customer reported one vibrio discrepant result with the bd max¿ ext enteric bacterial panel kit from lot 2158179, used in combination with the bd max¿ ext enteric bacterial panel kit from lot 2116527. The samples initially tested positive for this target but upon repeat, result was negative. No other complaint was received for bd max¿ ext enteric bacterial panel kit from lot 2158179. Other complaints for false positive and discrepant results with the bd max¿ ext enteric bacterial panel assays were received in the last twelve months, for various targets, for which samples at the assay limit of detection and customer contamination were identified as potential causes. Based on the complaint review, no reagents issue was identified. No anomaly was observed, in bhr review of bd max¿ ext enteric bacterial panel kit from lot 2158179 and bd max¿ enteric bacterial panel kit from lot 2116527 which could have a link with the customer issue. Also, both kits met the release specifications and qc results were within the trends. Retain material was not tested since it would not provide more information than what is available from the final qc test. A gross product contamination would have been detected by the final qc test, which is not the case. No sample was received for investigation. The customer obtained a vibrio positive result in run 14 lane a1, which was negative upon repeat on the bd max¿ instrument. Run 14 was extracted from the database and analyzed. Manual pcr curve adjudication of vibrio (lane a1) result was done. The amplification curve was late and low, but appeared true positive, without any anomaly. No identification was provided for the repeat sample of this vibrio positive, and it was not found in the data provided. For this sample initially tested in run 14 position a1, a specimen at or near the assay limit of detection (lod), or environmental or cross contamination, are the most probable causes to explain the discrepancy between the initial and repeat test. It must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data and bd is unable to confirm the exact cause of the customer¿s issue. Nonetheless, reagents are not suspected of being involved. H3 other text : see h.10.

Event description:
It was reported that kit bd max ext enteric bacterial panel false positives occurred. The following information was provided by the initial reporter: discrepant results between bd max and biofire/culture. Campylobacter positives in a9/a10 are carry-over contamination from a high positive in position a8. Vibrio is a low positive (first in the instrument), with inexperienced users the sample prep might have affected the specimen quality - nothing wrong with the instrument. Workflow issues (very high unr rate; only 18 runs done in total so far).".

Manufacturer narrative:
The following fields have been corrected. B5 describe event or problem: it was reported that kit bd max ext enteric bacterial panel false positives occurred. The following information was provided by the initial reporter: discrepant results between bd max and biofire/culture. Campylobacter positives in a9/a10 are carry-over contamination from a high positive in position a8. Vibrio is a low positive (first in the instrument), with inexperienced users the sample prep might have affected the specimen quality - nothing wrong with the instrument. Workflow issues (very high unr rate; only 18 runs done in total so far).". D1 medical device catalog # 443812. D1 medical device brand name: kit bd max ext enteric bacterial panel. D2a common device name: gastrointestinal pathogen panel muliplex necleic acid-based assay system. D2b: medical device type pch. D4. Medical device lot#: 2158179. D4. Medical device expiration date: 23-dec-2023. D4 UDI: (B)(4). G1: manufacturing location: geneohm sciences canada, inc. (Bd diagnostics) g5: PMA/510(k)# k170308. H4. Device manufacture date: 20-jun-2022 h3 other text : see h.10.

Event description:
It was reported that kit bd max ext enteric bacterial panel false positives occurred. The following information was provided by the initial reporter: discrepant results between bd max and biofire/culture. Campylobacter positives in a9/a10 are carry-over contamination from a high positive in position a8. Vibrio is a low positive (first in the instrument), with inexperienced users the sample prep might have affected the specimen quality - nothing wrong with the instrument. Workflow issues (very high unr rate; only 18 runs done in total so far).".

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Initial reporter phone: (B)(6). PMA/510k# : k111860, k130470.

Event description:
It was reported that bd max¿ system, bd max¿ instrument false positives occurred. The following information was provided by the initial reporter: "hazard, injury or erroneous results? Yes discrepant results between bd max and biofire/culture. Campylobacter positives in a9/a10 are carry-over contamination from a high positive in position a8. Vibrio is a low positive (first in the instrument), with inexperienced users the sample prep might have affected the specimen quality - nothing wrong with the instrument. Workflow issues (very high unr rate; only 18 runs done in total so far)."